Event description:
It was reported that the pressure tubing extension set along with the stopcock tubing came free from the stopcock.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
As indicated in the report, after investigating it was determined that the device was not an edward's product. Therefore, it's not an edward's complaint. No actions will be taken at this time.